Event description:
Two filter legs perforated the wall of the ivc and were touching the aorta and near the intestine. There was no extravasation of dye seen. This was an incidental finding on a CT, which was done for another reason. The filter was removed and a competitor's filter was placed.